Manufacturer narrative:
H3: analysis of the returned the implantable neurostimulator (ins) passed functional testing. Analysis of the returned associated lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead was placed 2024 with in local anesthesia with motoric responses proxima locus 0.7 ma, locus 2 with 0.7 ma, locus 1 with 0.5 ma. Most distal locus 1.4 ma. Programs made a= case + and 2- with 0.6v sensation in anus. Program b = 0+, 2-, 3- 1.3 ma sensation in anus. Pulse width 300 microsec. Program c case + and 1-. 1.5 v anal sensation. Got a good response for fecal incontinence, but bit later on, patient experienced pain in hip. Programs were changed so that case positive were not used any longer. Inflammation of the bursa was suspected. Patient has reported various pains in back and foot prior implantation. Program 1 has been used mostly. Patient has had radiation therapy in pelvic region due to uterine cancer. In spring 2025 patient had consultationof orthopedic that had claimed that electrode causes pain in sciatic nerve. Reason for visit was leg weakness. Further information received from manufacturer representative (rep). Rep talked to the gastronurse. If the patient had been using case +, limb symptoms appeared. In case bipolar program was used and individual programs a, b or c program with case + connection were done in handheld patient programmer, the same limb symptoms even though it had not been defined for the patient's use with the green slide button. (In this case, the patient's left leg did not rise once lying in bed). When all case positive programs were removed from handheld patient programmer, the limbs functioned normally. However, the pain symptom remained, which is why it was decided to remove the therapy device completely. So mere presence of case positive programs in the handheld patient programmer was enough to cause the leg to not rise. This was cross-checked so that the patient did not know whether the programs were in the device or not.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# 978b128 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: unknown, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to continuation of d10: product ID: 978b128, lot# unknown, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.